Manufacturer narrative:
Results: the returned engine was able to power on and produce a vacuum pressure of approximately -29.0 inhg. A demonstration canister was seated onto the returned engine and was able to hold a vacuum pressure of approximately -28.0 inhg. Conclusions: evaluation of the returned engine revealed a functional device. During functional testing, the returned engine was able to produce a vacuum pressure within specification with all four vacuum indicator lights illuminated. The reported complaint could not be confirmed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. (B)(4). H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01402.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra engine (engine) and a penumbra engine canister (canister). It was also reported that during the first pass the engine did not turn on and the lights did not turn up. It was also noted that the canister would not seat properly and created a tight ring for suction. The procedure was completed using a penumbra system 3max reperfusion catheter (3maxc). There was no report of an adverse effect to the patient.